Manufacturer narrative:
Device evaluated via simulated use testing and confirmed the reported issue. Probe disassembled for further evaluation, which showed a failed vacuum sleeve failure was the cause of the shaft frosting.

Event description:
Two probes frosted during pretesting. Complaint 2 of 2.